Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 255960001, implanted: (B)(6) 2010, product type: accessory.(B)(4).

Event description:
It was reported an implantable neurostimulator (ins) over discharge was suspected. It was recommended the patient interrogate with the patient programmer (pp). The patient was getting poor communication with the pp as well. The patient tried to turn the battery on and it said poor communication. Stimulation had stopped on its own and the last time the patient had stimulation was (B)(6) 2015. No stimulation sensation was being reported. The patient charged one month ago and the implantable neurostimulator recharger (insr) was not charging the ins ever since (B)(6) 2015. The insr itself was charging and it was suspected there was coupling issue between the ins and both the insr and pp. A reposition antenna screen was also reported. The patient was scheduled to meet with the manufacturer representative (rep) on (B)(6). If additional information regarding the patient¿s outcome becomes available, a follow-up report will be submitted.